Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that stimulator worked great and the patient ¿learned the hard way.¿ the patient learned that when he drove he should not have the device turned on. The patient stated that he was coming up to a stop sign but then got high stimulation and it made him slam on his breaks. The patient stated that ¿it locked his leg up and made him slam on the break.¿ the patient went home and read in the manual that the device should not be on when driving. The patient noted that this occurred ¿about three and half years ago.¿ everything was working fine at the time of the report. Additional information was requested, but was not available as of the date of this report.